Manufacturer narrative:
Concomitant: product ID 37711, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3887-33, lot# j0309606v, implanted: 2004-(B)(6), product type lead, product ID 3888-33, lot# j0349092v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient had a ¿revision¿ and it was stated that it occurred in (B)(6) 2006. It was stated that the patient had a synergy, it ¿failed¿ and they put a new one in, there were problems with the system so then the extensions were replaced. It was stated that no other details were available. It was noted that the caller was an MRI clinician and was calling for compatibility guidelines.